Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
During an ablation procedure to treat cavo-tricuspid isthmus flutter a intellanav mifi open-irrigated catheter was selected for use. While the ablation catheter was in the body odd fluctuations in the direct sense readings were observed. Extremely high impedances were seen in areas where the physician wanted to ablate, therefore, a more lateral line ablation was completed. Constant readings were still not achieved. An intra-cardiac echocardiography catheter was inserted to check the anatomy. A pericardial effusion was confirmed and it was noted that there was a small change in blood pressure early on in the procedure, likely when the catheters were first inserted. Pericardiocentesis was performed and the patient is expected to recover.